Event description:
It was reported during insertion four screws broke at the neck of the screw when used with 0.76 mm diameter drill bit with 5 mm stop. The shafts of the screws were left in the patient and the surgeon selected alternate screws to secure the plate. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual inspection of the 99 returned screws revealed no broken screws. All were in good condition. The screws met specifications requirements. Root cause cannot be determined. This complaint is deemed indeterminate.